Event description:
It was reported that the surgeon could not properly position an at50ao crystalens in the patient's eye. A ci-28 inserter was used as a delivery device. The incision was enlarged and the lens was removed. Please reference MDR number: 2031924-2012-00034 for the intraocular lens.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the delivery device was not provided; therefore, a device history records (DHR) review could not be performed. Based on the information available, the root cause of the reported event could not be determined.